Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The archive data showed multiple ua07 errors around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the reported complaint. The load cell characterization check revealed an over-reporting load cell that needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message and could not clear it. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.